Manufacturer narrative:
It was reported the switch emitted sparks. Upon examination, we discovered that the customer replaced the cord with an extension cord, so qc was unable to determine why it sparked.

Event description:
Customer called and reported the switch sparked.